Manufacturer narrative:
Statspin centrifuge had 120vac at 24v ps in and 24vds at 24vps out, but there was no lights on the panel. It was determined that power harness at control board was burned. No injuries reported. No visible flames, smoke or burning smell reported, nor was fire dept called, but charred material present.

Event description:
Customer reported to 120vac at 24vps in and 24vdc at 24vps out, but there were no lights on the panel.